Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the catheter revealed catheter pump connector difficulty with sutureless connector (sc) led to explant. Only sc assembly + pin connector were returned for analysis. The sc catheter was attached to pump with its silicone boot pulled behind the titanium housing when received for analysis. Catheter passed all testing and does not appear to have any significant anomaly. It is assumed that catheter was not in this condition before attaching it to the catheter access port, but much more likely silicone boot was pulled behind titanium housing during handling at implant.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8731, lot # b005839n26, implanted on: (B)(6) 2004, explanted on: unknown. Catheter model # 8578 sc, connector lot # n311756013, implanted on: unknown, explanted on: unknown. (B)(4) - the pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a pump replacement the 8578 was connected to the pump by the health care provider (hcp) and then was not able to disconnect it. The hcp attempted to disconnect the 8578 with a clamp but was unsuccessful. Per the reporter the white silicone sleeve/cover had peeled off and exposed the metal beneath. It was noted that this had taken place at the back table and the products were not used in the patient.